Event description:
It was reported that the patient¿s start date of baclofen intrathecal treatment was (B)(6) 2014. It was noted that the patient¿s end date of baclofen intrathecal treatment was (B)(6) 2014. It was reported that there were no other medications contained in the pump at the time of the event. It was noted that the patient was taking oral baclofen at the time of the event. It was reported that the cause of the difficult filling was a locked valve. It was noted that that troubleshooting was performed and the results of the troubleshooting were ¿failure¿. It was reported that the patient is doing ok at the time of report. It was noted that the device was still implanted.

Event description:
It was reported that the healthcare provider (hcp) had been able to aspirate the pump reservoir, but was unable to fill it. It was indicated that the pump had been empty for about a month and it was ¿vacuum locked.¿ the procedure for addressing a locked reservoir valve was reviews, but the hcp was still unable to fill it. In addition, the reporter tried to force preservative-free normal saline in using a smaller syringe and was still unable to unlock the valve. The device system was used to deliver lioresal. That same day, it was also reported that the hcp had been able to get a little bit of fluid and bubbles back when aspirating; however, upon refilling the pump, they just got resistance and could not refill it. The reporter was instructed to pull back three to four syringes worth of air in an attempt to unlock the valve and create a vacuum and to inject saline into the pump while pushing pretty aggressively if the first method didn¿t work. It was indicated that the reporter would attempt those procedures. Eight days later, it was reported that the hcp wanted to know how to silence alarms.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).